Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 had a failed storage space and was unable to remain closed. The user encountered a prompt instructing to close the drawer and remove any obstacles; however, the drawer did not open as expected. The field service engineer (fse) replaced the drawer inseparable component and performed testing using the hardware test application, after which normal functionality was restored. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es m6 drawer 4 had a failed storage space and failed to stay closed. When the customer selected start, the system prompted them to close the drawer and remove obstacles; however, the drawer did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.